Event description:
A report was received that the patient will undergo an explant. No further information is known.

Event description:
A report was received that the patient will undergo an explant. No further information is known.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-70, serial: (B)(4), description: linear st lead, 70cm, model: sc-4316, lot:14310490, description: next generation anchor kit-sterile.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent an explant due to inadequate stimulation. The patient is reportedly doing well following the procedure. Explanted devices will not be returned to bsn as they were discarded by medical facility.